Manufacturer narrative:
Concomitant medical product: ddbb1d1 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had fractured. The lead alerted for high/ undefined pacing impedance and high/undefined impedance on the high voltage coils. The lead triggered a lead integrity alert (lia) for oversensing of noise with sensing integrity counter (sic) episodes. The lead had high thresholds. The lead was partially removed as upon extraction the lead broke into pieces and the physician was unable to grab or free up the rv lead. The lead was replaced with the rest of the lead remaining in the patient. No patient complications have been reported as a result of this event.